Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that the unit meets specifications for functional test. The unit successfully underwent a continuous burn-in for 4 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-08305, 2134265-2015-00016. It was reported that automatic pullback failure occurred. During percutaneous transluminal coronary angioplasty (ptca), intravascular ultrasound (ivus) was performed. A motor drive unit was used in conjunction with icross¿ imaging catheter to view an unspecified target lesion. During procedure, it was noted that it was unable to perform automatic pullback. No patient's complications reported.

Event description:
Same case as 2134265-2014-07928, 2134265-2014-08021. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis¿ sr pro 2 catheter and a sled to view an unspecified target lesion. It was noted during preparation when the physician attempted to perform automatic pullback, the mdu failed to pullback. There was no audible sound, sled was connected properly and there was no error code visible on the motor drive unit. The procedure was completed with this device by doing manual pullback. No patient complications reported and the patient's status is stable.